Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00579. The pt (B)(6) was implanted with two percutaneous leads from different lots. During the procedure it was noted that the sterility of the devices may have been compromised due to contact with the pt's hair. The procedure was completed w/o further incident. No pt complications have been reported as a result of this event.